Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that, the patient experienced 6 infusion sets cannula being kinked event between (B)(6) 2024. The cannula was noticed to be kinked within 3 hours of insertion after being in use for few hours. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The event was resolved by replacing infusion set and resuming insulin. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14597- device 2 of 6.